Event description:
It was reported that this lead was not able to be implanted due to the helix being damaged, it was not possible to store the helix. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was not able to be implanted due to the helix being unable to retract, it was not possible to store the helix. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
This event is no longer reportable since the lead was not implanted. It was an attempted implant due to helix retraction, this is not likely to contribute to si/death, it did not impact therapy delivery to this patient.